Event description:
The customer reported that while the unit was in use on a patient, the unit shut down while running on battery power. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The customer's biomed dept fully charged the batteries for inspection. It was observed that after 45 minutes of battery run time, the rate of discharge was normal. It was speculated that the customer ignored the "low battery" advisory message and allowed the batteries to fully discharge. The co rep checked pneumatic performance service diagnostics and performed functional tests. The unit met factory specifications and was returned to the customer. (B)(4).